Event description:
A patient reported experiencing inaccurate high results with their meter. Patient did two meter to lab comparisons. The patient's blood glucose results were 138 mg/dl on the meter and 77 mg/dl on the lab. Tests were done within 10 minutes with a calculated difference of 61 mg/dl. The second comparison, meter read 114 mg/dl and the lab read 91 mg/dl. Tests done within 10 minutes with a calculated difference of 23 mg/dl. Patient did not experience any adverse events. No further information has been reported.